Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a family member of a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's family member expressed concern with pulling the wires out because they had grabbed them a few times. Three days later, patient couldn't increase stimulation up past 3.9v without encountering "desired setting cannot be provided." Troubleshooting was attempted, but nothing worked. The patient was changed to their left side where they felt stimulation. No patient symptoms and no further complications have been reported as a result of this event.